Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: after firing was the adjusting knob turned ½ to ¾ revolution? No information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information. Not cut properly - was the cut line not fully circumferential around the target tissue (partially cut? As the device will be returning, please see the device. What was the appearance of the donuts? No information. Were all tissue layers present in the donuts? No information. What confirmation was received that the device was fully fired? No information. Did the device staple? No information. If yes, was the staple line complete? What was the appearance of the staples (b-shaped or irregular)? Was the safety reset prior to removal? No information. Was the person who used the device trained? No information.

Event description:
It was reported that during a lap ascending colectomy, the device was caught in when it intended to be removed from the patient after firing on the ileum. Then, the doctor pulled out the device forcibly. The washer was cut, but it was different from usual and was not cut properly. Another competitive device was used to complete the case. There were no adverse consequences to the patient.